Manufacturer narrative:
The manufacturer previously filed a correction report to state that the internal battery was replaced. The is incorrect and mistakenly filed as a correction. The internal battery was removed to trouble shoot the device but was reinstalled after it was determined not to be the cause of the failure.

Manufacturer narrative:
The manufacturer had previously reported that the device's system board was replaced to address a service required error. A failure of the device to charge its internal battery was also observed. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.